Event description:
During an acl reconstruction one of four whipknots broke while the surgeon was applying tension during fixation of the graft in the tibial tunnel. The surgeon was applying tension to the whipknot using their fingers while inserting a biorci screw into the tibial tunnel when the suture broke about midstream. The graft slipped into the tunnel and could not be retrieved. The surgeon had to make an additional portal between the the femur and tibia to gain access to the end of the graft. The graft was then re-whipknoted and placed back in the tunnel with the use of a nitinol wire. A delay of over one hour resulted. No patient injury or complications resulted.